Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who had an unknown mentor saline prosthesis implanted experienced left sided deflation post procedure. The deflation was confirmed by a physician. As a result, an explant was performed on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 6/12/2019. The procedure being performed was a primary breast augmentation. The patient was caucasian. The deflation was first noted by the patient through volume loss on (B)(6) 2019. The event date has been updated. The evaluation of the returned device was completed by the failure analysis lab on 7/1/2019. Device evaluation summary: according to the information provided a deflation of the breast implant was reported. During evaluation of the sample siltex cracking was observed. Within the siltex cracking, a rupture measuring approximately 0.4 cm was noted on the posterior aspect. No other anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned, the mentor product analysis lab was precluded from further evaluating the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).